Manufacturer narrative:
H10. After several follow-up attempts, livanova was able to gather additional information from one of the main authors of the article, casey miller (nurse practitioner). During the follow-up communication, details about the size of the cannula, location of the event and patient pre-existing conditions were confirmed. Casey confirmed that the device was not saved and was immediately discarded post-explant, so it is not available for return to livanova for further investigation. The device serial number was also no captured. It was reported during the call that the reported skin condition and bleeding was not directly related to cannula itself, but rather the patient condition and the duration of support (170 days). Some additional background was provided and it was stated that the initial cannula rij site was used for over 3 months from feb 11, 2022 through may 30, 2022. At that time, another cannula was added into the left subclavian and the right internal jugular cannula was removed. The patient continued to be on support until (B)(6) 2022. The patient went on to receive a successful lung transplant and is doing well. As the serial number was not provided, a review of the DHR could not be performed. Based on the details above, it was concluded that the reported event was not the result of a device malfunction, but rather a result of pre-existing patient conditions and off-label use of the device for a prolonged period of support. As no specific malfunction has been identified, no corrective actions are required for this event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A6. Patient identifier, weight, ethnicity and race were not provided. B3. Event date has not been provided. D4. Device sn/lot number is not available, so the expiration date and UDI number could not be determined. H4. As the lot number is not available, manufacture date could not be determined. H10. Livanova manufactures the protekduo device. The reported event occurred in atlanta, georgia. The involved patient reportedly suffered from other medical complications. There was no specific malfunction of the protekduo cannula described in the literature in relation to the reported adverse event. Livanova has made multiple attempts to gather more information from the authors of the article. However, no further information has been provided at this time. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. H3 other text : device not made available for evaluation or discarded by customer.

Event description:
Through a literature review (et al javidfar 2023), livanova became aware of an adverse event involving a protekduo dual lumen cannula. The literature describes a 52-year-old man with pre-existing conditions of covid-19 and acute respiratory distress syndrome (ards) who developed significant skin breakdown at the rij site resulting in bleeding and ongoing transfusion requirements after 4 months of support with the protekduo. Concurrently, the patient experienced persistent multidrug-resident klebsiella bacteremia which prompted relocation of the cannula. It is unknown if the adverse event is directly related to the device.